Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred during during drain seven of peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate this event. A visual inspection was performed along with functional testing. The device passed all check and calibration tests successfully, along with a one hour simulated therapy. A review of the event history log noted the presence of the high drain 107 (night drain #7) alarm, verifying the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.